Event description:
It was reported that surgeon impacted 4-1 cutting block into distal femur. Decided it was too large and upon removal the peg of the cutting block was left in the bone. Surgeon was able to remove with pliers without incident.

Event description:
It was reported that surgeon impacted 4-1 cutting block into distal femur. Decided it was too large and upon removal the peg of the cutting block was left in the bone. Surgeon was able to remove with pliers without incident.

Manufacturer narrative:
An event regarding pin dissociation of a triathlon 4:1 express cutting guide was reported. The event was confirmed. Inspection of the returned device confirmed the pin had dissociated from the device body. Medical records evaluation not performed as clinical factors did not contribute to the reported event. All devices accepted into final stock conformed to specification. There have been no similar reported events for this lot ID. The investigation concluded that the fixation peg disassociating from the triathlon 4:1 express cutting block was caused by a manufacturing nonconformance. It was concluded that the supplier, (B)(4), had not performed the required press fit operation between the peg and block which led to the pin coming out of the assembly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.